Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 178 mg/dl or 179 mg/dl, 336 mg/dl, 570 mg/dl and 580 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer was treated with bolus and syringe for high blood glucose level. The customer states the cannula was bent. The insulin pump will not be returned for analysis.